Event description:
It was reported that the specimens were stuck in the tip of the probe halfway through the stereotactic breast biopsy, preventing the samples from being retrieved. Used a second probe and the case was completed with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.